Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had an episode where morphology was unchanged, however was terminated by anti-tachycardia pacing (atp). Several episodes had occurred in the monitor only zone, which were treated. The rhythm then increased to the ventricular tachycardia (vt) zone and the patient received shock therapy. To date, no adverse patient effects were reported with this clinical observation.